Event description:
Upon 2 consecutive interrogations of the device, the atrial lead impedance was found to be greater than 3000 ohms. The impedance test was then done several times, but remained stable. In addition, stable threshold and sensing were observed.

Event description:
Upon 2 consecutive interrogations of the device, the atrial lead impedance was found to be greater than 3000 ohms. The impedance test was then done several times, but remained stable. In addition, stable threshold and sensing were observed.